Manufacturer narrative:
(B)(4) - pancreatitis. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct as a palliative treatment for a malignancy during an endoscopic retrograde cholangiopancreatography/stent placement procedure on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to the procedure. The patient had a previously placed unknown plastic stent removed. It was suspected that the patient had cancer; therefore, a metal stent was placed. Post procedure, over the weekend ((B)(6)) the patient developed acute pancreatitis. It is unknown if the patient has a history of pancreatitis; however, the patient did not present with pancreatitis symptoms prior to the procedure. There was no malfunction of the stent that could be related to the pancreatitis, the physician believes it was the procedure itself that contributed to the pancreatitis. It was thought that the radial force associated with the stent may have temporarily stopped the pancreas from draining. It was confirmed that the stent was fully expanded post procedure. No intervention was performed to address the acute pancreatitis. It was reported that the patient has been improving since the onset of acute pancreatitis. The physician will continue to monitor the patient. The stent remains implanted, and the physician has no plans to remove the stent.